Event description:
The affiliate reported that the after implantation, the patient had a headache and vertigo. The surgeon tried to change the setting pressure after MRI, but the device would not reprogram the pressure. It was also noted that the fluid did not flow through the device. As a result, the device was revised. After the revision, the patient¿s condition did improve. It was found that the spring came off the cam.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a tear in the silicone housing was noted. The siphon guard was not returned and the valve casing has turned slightly in the silicone housing. The valve was irrigated and no occlusion was noted. The valve was tested for programming and passed up to 170mmh2o then the cam would not go any further. The valve was pressure tested and passed up to 160mmh2o then the cam would not go any further. Further examination revealed that there was a crack in the valve casing and that biological debris was found within the device. The root cause of the tear in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing however this could not be confirmed. The root cause to the crack in the valve casing and programming problem is due to the valve receiving some form of impact as well as biological debris found on the spring, spring pillar, cam mechanism, cam mechanism pillar, and on the base plate. The form of impact could not be determined. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.